Event description:
The customer reported experiencing ongoing occlusion alarms. Customer resolved the issue by changing the infusion set and cartridge before resuming insulin usage. There was no adverse impact on the customer's blood glucose level, which remained below 500 mg/dl.